Manufacturer narrative:
Company comment: the serious events of vascular occlusion, the non-serious events of pain at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes user error. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a 52-year-old female patient who was an other health professional reporting her own case. Additional information was received on (B)(6)2026 from the patient and the injector. The medical history of patient included allergy to penicillin, avelox, ceftin, latex and hypothyroidism. Concomitant medication of the patient included synthroid [levothyroxine sodium] 25 mcg daily for hypothyroidism. She had received two doses of pfizer covid-19 vaccine in 2020. The patient had previously received treatment with juvederm in 2020, radiesse in 2020, xeomin [botulinum toxin type a] in 2020 and 2025, and dysport [botulinum toxin type a] in 2023. On (B)(6) 2026, the patient received treatment with 2 ml of restylane defyne, lot number was 27133 and expiry date was 30-sep-2027, administered under the skin (subcutaneous route) into chin using an unknown needle type. On (B)(6) 2026, the patient received treatment with restylane kysse into the lips (unknown amount, lot number, injection technique and needle type). On the same day, the patient also received treatment with restylane contour, restylane lyft with lidocaine, and sculptra to mid face and lower face (unknown amount, lot number, injection technique and needle type). Apart from restylane defyne and sculptra, the patient was unsure of was unsure of which filler products were injected into each cheek and chin. The procedure was performed by a trainee nurse injector during a training session. On (B)(6) 2026, approximately 5 hours after the treatment, the patient experienced symptoms of vascular occlusion (vascular occlusion) and pain (implant site pain) in her chin. The injecting hcp reported difficulty with injecting restylane defyne into the chin, stating that it felt tight. The patient took aspirin [acetylsalicylic acid] and applied heat when the symptoms developed. The pain was not relieved and tried ice application and was sitting up to sleep to alleviate symptoms. On (B)(6) 2026, when patient woke up in the morning, her capillary refill was delayed (poor peripheral circulation) and she was subsequently treated with a total of eight vials of hylenex [vorhyaluronidase alfa] in two sessions. The patient was also prescribed prednisone [prednisone], dexamathasone [dexamathasone] injection, and applied heat to accelerate healing. On (B)(6) 2026, the events had resolved. As per the hcp, the event pain at the injection site was not related to the restylane defyne. Outcome at the time of the report: vascular occlusion was recovered/resolved. Pain was recovered/resolved. Capillary refill was delayed was recovered/resolved.